Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the lesion was predilated using another company's 2.5x12 balloon. Resistance was met as the promus stent delivery system (sds) was being advanced through he guiding catheter. The stent came off the balloon during the procedure inside the guiding catheter and was found on the proximal end of the sds. This was an 8 french guide and kissing stents. There was another company's otw stent in the main vessel and the promus stent was going to the sidebranch. Everything was removed. The physician had planned to do kissing stents, but after this, it was decided to abort the case. The pt was fine and may be sent to surgery. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete the eval of the event that the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the sds was returned with blood in the guide wire lumen, on the stent implant and on the balloon. There was contrast in the inflation lumen. The stent implant was returned dislodged from the balloon and was located on the distal shaft 5 mm proximal to the proximal seal. There were two flared struts on the first row at the distal end of the stent implant. There was one flared strut at the proximal end of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. The balloon was wrinkled 1mm proximal to the proximal marker. There was no other damage noted to the balloon. The inner member was wrinkled 4mm distal to the proximal marker. There were four kinks in the inner and outer members 15.2 cm, 15.5cm, 38.8 cm and 50 cm proximal to the proximal seal. The tip was torn at the distal end. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements were oversized and did not meet mfg criteria. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.